Event description:
It was intended to use a 2.75 x 24 mm endeavor sprint rx drug eluting stent. The vessel to be treated was reported as being moderately tortuous and moderately calcified. It is reported that the device was unable to pass through the lesion. The device was returned to the manufacturing facility and the stent was observed to be damaged. No reported patient complications. Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. The protective sheath and stylette were returned with the device. There was clear residue visible around the distal tip of the device which prevented the protective sheath and stylette from being removed. All stent segments excluding the 1st 11 distal stent segments were severely deformed.

Manufacturer narrative:
(B)(4).